Event description:
During a follow-up in clinic, a loss of capture was noted on the left ventricular (lv) lead. Fluoroscopy imaging was performed and confirmed dislodgement of the lv lead. The lv lead was repositioned successfully. The patient was stable.